Event description:
It was reported that during a procedure at the user facility the loaner core impaction drill was overheating after a few minutes of use. The procedure was completed successfully using back-up equipment without a clinically significant delay; no medical intervention and no adverse consequences were reported.

Manufacturer narrative:
The failure was confirmed by the technician through disassembly and visual inspection. The motor assembly was corroded. The device was repaired and placed back into stryker stock.

Event description:
It was reported that during a procedure at the user facility the loaner core impaction drill was overheating after a few minutes of use. The procedure was completed successfully using back-up equipment without a clinically significant delay; no medical intervention and no adverse consequences were reported.